Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particles found inside a 250ml total parenteral nutrition (tpn) bag. This was discovered during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The bag had been filled with amino acids and opened in a sterile environment. The device was received for evaluation. Visual inspection revealed loose floating particulate matter in the bag. Microscopic inspection revealed beige amorphous gel like particles and smaller colorless particles. Fourier transform infrared spectroscopy ¿ microscopy (ftir microscopy) and scanning electron microscope equipped with energy dispersive x-ray spectroscopy (sem-eds) determined that the beige amorphous gel like particles were consistent with polyacrylate. Ftir microscopy and sem-eds determined that the colorless particles were consistent with magnesium silicate. The reported condition was verified. The cause of the condition could not be determined. A batch review was performed and it was found that during manufacturing, particulate matter had been identified in one bag. Bracketing was performed per procedure and no further particulate matter was identified. All mandrels were cleaned and no further issues were identified. The lot was sterilized and released per procedure. Should additional relevant information become available, a supplemental report will be submitted.